Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays have been returned to assess component fit and orientation per the surgical technique. Metal sensitivity is a known inherent risk of the procedure. Zimmer package inserts list metal sensitivity as a potential adverse effect. Outer zimmer labeling includes the material content of the implant. Additionally, there are allergy testing methods available to the medical field should a patient be suspected of having this type of sensitivity. However, as the source of the patient's reaction is unknown, a root cause for this cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.